Event description:
Pump pack has a broken connector and staff were unable to get pump to prime. It appears that the connector is broken off inside the end of the tubing. This event has also occurred on two previous dates, with one date having three separate pump pack events. Previous pump pack was returned to manufacturer (no response yet). These will also be returned but amo appears to be aware of the problem.======================manufacturer response for amo dual pump pack, amo (per site reporter).======================no response so far.